Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-change out interrogation of another manufacturer's device this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2076 ohms and high threshold measurements of 4.25 volts. The field representative performed further investigation and found that the rv lead had exhibited high impedance measurements for quite some time and in the past a non-invasive programmed stimulation (nips) procedure had been performed. The nips procedure showed appropriate sensing and conversion of ventricular fibrillation (vf) with a 17 joule shock and within range shock impedance measurements. Based on these results, patient was scheduled for device replacement procedure. During the procedure the rv lead was surgically abandoned and the other manufacturer's implantable cardioverter defibrillator (ICD) was electively explanted. A new rv lead and ICD were implanted successfully. No additional adverse patient effects were reported.